Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 314.411, lot: l003379, manufacturing site: hägendorf, release to warehouse date: 26.august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary event description: it was reported that on an unknown date, during inspection of a loaner set it was observed that the screwdriver blade with holding sleeve was broken. There was no patient involvement. This complaint involves one (1) device. Flow: visual visual inspection: the prongs of the holding sleeve are slightly bent and more spread out than usual. As no broken components were found, the complaint cannot be confirmed. Document/ specification review: sm_103314 revision d, sm_103314 revision c, 314_411 revision m, 314_411_3 revision l. Part: 314.411, lot: l003379, manufacturing site: hägendorf, release to warehouse date: 26.august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Dimensional inspection: dimensional analysis around returned device could not be measured accurately due to post manufacturing damages. Investigation conclusion: the exact cause of the reported condition is unknown, but it is likely due to wear from repeated use over the lifetime of the multiple use devices. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was discovered that 314.411, screwdriver blade, lot number l003379 was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).